Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with the cartridge fitting. In addition, it was reported that the usb charging port was damaged. There was no reported adverse impact to customer's blood glucose level. Customer declined follow up from tandem technical support.